Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced loss of stimulation. System diagnostics determined invalid impedances on one contact. A sjm representative tried reprogramming to no avail as the system was autoreducing. Consequently, surgical intervention will be taken at a later date to address the issue. UDI of the device is unknown at this time.

Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2: reference MFR. Report# 1627487-2016-00162 . Further follow up received identified the lead was explanted and replaced. Reportedly, stimulation was restored postoperatively.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2016-00162.